Manufacturer narrative:
D2b - pro code (product code): dqy, lit. E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k111295, k162350.

Event description:
It was reported that a balloon rupture occurred. A 2.0mm x 220mm x 150cm coyote mr balloon catheter was advance for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.